Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the spheres were not visible to the camera and not being tracked since there was oscillation within the geometry performance. It was checked if the passive markers were attached properly. The passive markers were cleaned by water and dry wipe. However, the issue still persisted. A new passive markers were used instead without any issues. The procedure was completed using another passive marker. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.